Manufacturer narrative:
Batch review performed on 25 june 2018. Lot 155176: (B)(4) items manufactured and released on 16 december 2015 expiration date: 2020-11-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 25 june 2018 the case was analyzed within patient matched department, with the following conclusions: our analysis of the myknee process of this case found no deviations from the standard procedures. Each step has been performed correctly. On 28 june 2018 the medical affairs director made the following analysis: tibial component revision 2 years after primary cemented total knee arthroplasty. Radiolucent lines suggesting implant mobilization and separation from cement mantle are visible in the radiographic image provided. Aseptic loosening is a possible, literature described adverse event after tkr and causes are often unknown. Only pre-revision xrays are available, but there is no reason to suspect that the implant had been inserted in a faulty position or orientation. The reason of this failure cannot be determined with the information at hand.

Event description:
Revision surgery, performed about 2 years after primary due to tibial tray loosening.